Manufacturer narrative:
(B)(4). The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during in unknown procedure, when the scrub tech loaded the battery pack, the manual override cover popped off and fell on the floor and the device did not work. No additional information was available at this time. It was unknown how the procedure was completed. No patient consequences were reported.